Event description:
It was reported that the customer had a no delivery alarm during basal, bolus, fixed primed on the insulin pump. The customer's blood glucose level was 215 mg/dl. The troubleshooting was performed. It was explained to the customer the alarm was caused by set or reservoir occlusion. The customer problem was resolved the blockage and the customer was able to reconnect.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.